Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to a broken biolox head. Intra-operatively, the head came out in several pieces. Patient denies any trauma. The head, sleeve, and liner were revised. Rep confirmed that there were no allegations against the revised head and sleeve, and that no further information will be released by the hospital or surgeon.